Event description:
It was reported that the field experienced difficulty establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD) using a table programmer. After multiple failed attempts, a connection was eventually able to be made allowing the s-ICD to be interrogated successfully. The s-ICD remains in service and there have been no adverse patient effects reported.